Event description:
It was reported that a pt underwent a lumbar spine decompression procedure for disc hernia and a drain was placed in (B)(6) 2010. About one week after the surgery, the pt complained of local pain. The surgeon found that the drain was clogged and confirmed there was a hematoma. The pt experienced paralysis of the left lower thigh. The hematoma was removed through a re-incision of the surgery site and the drain was replaced with a different drain. Currently, the pt's paralysis symptom is improving.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 22106968-2010-00966. The same pt is represented in each medwatch. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers. Batch 50451isp, mfg date: 12/01/2009, exp date: 11/30/2014, batch 50513isp. Mfg date: 12/02/2009, exp date: 11/30/2014, batch 50515isp. Mfg date: 12/08/2009, exp date: 11/30/2014.